Event description:
It was reported that pump experienced malfunction alarm code 4 and was not resettable, with no notable events occurring before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.